Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before firing during a laparoscopic procedure last (B)(6), there was a problem loading and unloading the device because it was difficult to remove the reload and the reload in the black adaptor broke off. The surgeon was unable to press the green button and was unable to squeeze the handle. No details were provided regarding patient outcome. The device was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the patient is well.